Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. The patient was not hospitalized for the event. The patient was treated with intraperitoneal meropenum (1g; frequency and duration not reported) and intraperitoneal amikacin (150mg; frequency and duration not reported) for peritonitis. Action taken with dianeal therapy was unknown. At the time of this report, the patient is recovering. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.